Event description:
The event description according to the customer is as follows: real time clock (rtc) battery did not hald charge after power loss test. The date and time had to be set again.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.